Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel led blinked due to a defective scope socket board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective s-socket printed circuit board. In addition, a narrow band imaging failure due to a defective cr board, damaged pump, and lamp base holder tightness were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source front panel is blinking; however, other functions were working. The event occurred during preparation for use, prior to a diagnostic upper gastrointestinal series operation. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.